Manufacturer narrative:
The bipap a40 pro (dex3100s13) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative error code occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative error code occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The technician recommended replacing the device's circuit board to address the issue. The repair has not been completed due to a backorder of repair kits. This device will be placed on hold unit further notice. This issue has been identified for the bipap a40 pro device under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. The recall information has been updated in this report. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.